Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. It was reported to arthrosurface on 05sept2024 by a sales representative that during a revomotion shoulder revision case that the explanted revomotion 36 mm concentric glenosphere was bent and there was pressure on 23mm baseplate. Upon follow up it was reported that the glenosphere was disassociated from the baseplate which was observed on an x-ray 6 months after the original implant date which was performed on or about (B)(6) 2024. When the device was explanted, the surgeon reportedly observed a metallosis reaction on the poly inserter and humeral tray which was also rubbing against the baseplate and that the glenosphere was floating in the patient's joint. The patient's joint was washed to irradicate metallosis and biofilm. The revomotion implant revision was performed on or about (B)(6) 2024. The implant was cultured, the result of the culture was not reported. The current status of the patient is unknown. Additional information was solicited. This is one of two reports that will be submitted for the same event.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event was confirmed based on photos of the implant provided. Glenosphere disassociation is listed as observation from x-ray and apparent in film. Definitely a blackened tissue mass consistent with ti particle metallosis. Poly liner is abraded in image. The implants were not available for analysis. The cause of the reported event could not be established. Additional information was not provided upon request. A review of the batch record was performed. There are no nonconformances in the manufacturin record related to the reported event. The product was manufactured and released applicaple procedures and specifications. Ah three year retrospective review as performed on all nonconformances. There were no nonconformances related to the reported event. The current status of the patient is unknown. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. It was reported to arthrosurface on (B)(6) 2024 by a sales representative that during a revomotion shoulder revision case that the explanted revomotion 36 mm concentric glenosphere was bent and there was pressure on 23mm baseplate. Upon follow up it was reported that the glenosphere was disassociated from the baseplate which was observed on an x-ray 6 months after the original implant date which was performed on or about (B)(6) 2024. When the device was explanted, the surgeon reportedly observed a metallosis reaction on the poly inserter and humeral tray which was also rubbing against the baseplate and that the glenosphere was floating in the patient's joint. The patient's joint was washed to irradicate metallosis and biofilm. The revomotion implant revision was performed on or about (B)(6) 2024. The implant was cultured, the result of the culture was not reported. The current status of the patient is unknown. Additional information was solicited. This is one of two reports that will be submitted for the same event.